Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. Investigation results of distal tip detached. A visual examination of the complaint device revealed that the distal tip of the catheter, including the balloon, was detached and not returned. The catheter c-channel was damaged where the balloon detached. Functional analysis could not be performed due to the condition of the device. The noted damage likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A labeling review was performed and from the information available, there was no evidence that this device was not used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the balloon burst when they inflated it to 12mm inside the target site. They removed the device and found that the latex material of the balloon had detached. Fluoroscopy confirmed that the detached balloon was left inside the patient; however, they were unable to remove it. The procedure was completed with another extractor pro retrieval rx balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable and the patient was put under observation. Investigation results revealed the distal tip detached, therefore, this is now an MDR reportable event.